Manufacturer narrative:
(B)(4). The problem was not confirmed. The root cause was undetermined.

Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 alarm, which occurred on the homechoice (hc) during use, during dwell 4 of 4. The home patient (hp) was already disconnected. The alarm happened early that morning and he turned the hc off. He called his nurse and she told him he needed to call baxter. The baxter technical service representative (tsr) explained the alarms to the hp and had him turn the hc back on. The hc went to press go to start and the hp would call his nurse back to see if he should do a manual or not. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the nurse on (B)(6) 2011 she was not aware of the patient having had that alarm. As far as she knows he has been completing therapy successfully. There was patient involvement but no reported injury or medical intervention. Product surveillance contacted the home patient's caregiver on (B)(6) 2011 and she said he was able to resume therapy the next day after starting over with new supplies. She did not notice anything unusual with any of the previous supplies. Since then he has been resuming therapy successfully. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed if any additional information becomes available. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.